Event description:
Due to implantation with silicone polyurethane "meme" bristol myers squibb MFR breast implants my teeth started falling out of my mouth. These implants were supposedly removed in 1992, however, in 2001 the remaining amounts of this substance (that could be removed) were removed from my chest and lymph nodes. Much of it still remains in my body as it could not be removed unless my entire chest was opened such as in open heart surgery! I am sick, I have reported numerous problems due to these implants over the past 15 or so yrs and still the FDA and other agencies that could do something have done nothing to prevent these types of problems from happening. Such as: ms, lupus, fibromyalgia, severe migraines, insomnia, a gooey and sticky substance coming from my nose, ears, throat and chest, bone degeneration and many, many other problems. Now I am faced with an enormous amount of dental surgery and replacement with bridges as I don't have enough bone left to use "implants." This is going to cost lots of money and pain.